Event description:
Healthcare professional reported a left side "ruptured or fracture." Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell and underweight. A visual and microscopic analysis were performed which identified a sharp break. A dimension measurement in the shell was performed which identified: the thickness was within specification and delamination (<75% partial separation). Based on the device analysis the final assessment is: a sharp break on the posterior side due to an unidentified (tear) opening and partial delamination of the orientation dot (adhesive failure).

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation: "ruptured or fracture." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "ruptured or fracture." Device has been explanted.